Event description:
It was reported that the device was used during a laparoscopic tubal gyn procedure, and the functioned as intended. One day post operatively, the patient presented with pain. Further diagnostic test revealed a nick in the bowel. The patient was readmitted to rectify the nick. The patient was discharged in 09/2006.